Event description:
Reporter indicated that device diagnostics resulted in high impedance (dc dc code7). The patient reported that vns therapy was working great for his depression and then stopped working at some point, but he cannot pinpoint the date. No trauma or patient manipulation occurred that the patient could recall, but the patient's wife did say he falls a lot. Further follow-up revealed that the patient's device was programmed to off due to the high impedance reading as recommended by device manufacturer. X-rays were sent to device manufacturer for review. X-rays did not identify any discontinuities that could have resulted in the high impedance reading; however, the presence of an unpronounced lead discontinuity cannot be ruled out. The physician reported that the patient's increase in depression is likely related to a loss of therapy. It was reported that the patient's depression level is "nearly back to pre vns levels with fluctuations";. The physician noted that external factors possibly do have a role in the patient's mood symptoms with other medical issues. The physician has the patient on ongoing medication changes and reported that the patient's mood is improving with fluctuations. Surgery is likely, but has not occurred at this time.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that since the device has been off since 2013, the patient wants to undergo explant and have an MRI. No known surgical interventions have occurred to date.